Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was partially deployed. The garage leaves were bent and twisted from striking and carving the flex-guide during thumb advancement. The exchange sheath was also torn and ripped by the damaged garage leaves. Internal inspection found that there was shaft carving on the flex guide approximately 3-3/4 inches and stopped approximately 3/8 inches from the distal end. Based on the location, the carving indicates that the damage to the flex guide occurred during thumb advancer initial deployment. The most probable root cause for this type of damage is due to the flex-guide, tube set and tissue tract not being correctly aligned during thumb advancement. This misalignment caused the support tube to strike the flex-guide and stopping, leaving the garage leaves unsupported striking and carving into the flex-guide during thumb advancement, subsequently preventing completion of the thumb advancer stroke and sheath slitting. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of moderately calcified common femoral artery after an interventional procedure. Reportedly, resistance was felt when trying to advance the clip delivery tube down through the tissue tract. After the clip delivery tube was approximately half way down the locator wings were released and the device was removed. In accordance with the instructions for use, the safety release mechanism was used to successfully facilitate device removal. On inspection after device removal the clip delivery tube had carved through the sheath and was entangled. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.